Event description:
Physio-control was performing an evaluation of a device returned on recall #z-0836-2007. Physio observed that the device had all three icons illuminated (attention, charge-pak, attention) and would not power on. There is no pt involvement with issue.

Manufacturer narrative:
Physio-control evaluated the device and observed excessive current leakage from the internal hlc batteries in the device's powered-off state. Physio further evaluated the device's analog pcb assembly and determined that root cause for the failure was a cracked electrically leaky capacitor, designator c177.